Event description:
It was reported that an error code 1523 (software error: please restart device or call service) was prompted. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia.

Manufacturer narrative:
Correction to d4: lot number was removed. Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. During visual analysis, the hood, main board and slave board had no visual defects found. The console was serviced onsite by a field service engineer (fse) and confirmed the issue. It was stated that a parameter error would appear intermittently. The main board and slave board were replaced; however, the error continued. Then the hood (front panel touch screen with the slave board) was replaced, and the device issue was resolved. The console was then calibrated, and it passed full functional and electrical safety testing. Based on analysis results, the reported event was most likely caused by an electrical issue in the hood's touch screen circuitry. Replacing the hood resolved the observed event.

Event description:
It was reported that an error code 1523 (software error: please restart device or call service) was prompted. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.